Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-13442. It was reported that following a system trial implant procedure the patient became experiencing adverse side effects. The patient lost sensation in their legs and was taken to the emergency room. Therapy was turned off but sensation in the legs did not return. The patient was hospitalized and will be receiving physical therapy at an outpatient facility. Some sensation has returned to the patient's legs but not complete sensation. Mobility is returning to the patient's legs the physician believes that underlying blood clotting issues may have contributed to the adverse event.